Event description:
Patient had foley cath placed in or earlier that morning. Fourteen hours after placement it was noted that there was no urine output from the foley, but rather around it into the diaper. The foley was removed from the patient. During the removal process when the balloon contents were aspirated it was noted that there was nothing in the balloon. After removal, an attempt was made to fill the balloon with water and it was confirmed that the balloon was leaking.